Manufacturer narrative:
Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 2 allergic episodes and had to go to a hospital. She had really bad itches, swollen fingers and lips. They kept her on steroids. In addition, she had pid (pelvic inflammatory disease), which was not from any sexually transmitted disease. These events are listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. Besides, essure device may become a vehicle for microbial transport in the upper genital tract during insertion. In this case, it was mentioned that it was not a sexual transmitted disease. Considering their nature and the absence of alternative explanation, causal relationship between these events and essure use cannot be excluded. Since she was hospitalized twice and steroids were prescribed (medical intervention was required), this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information could be obtained.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 15-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Consumer assessed pregnancy no but she stated that she had essure and then her 4th child but he passed. She did not know there was absolutely no reversal of it. Consumer wanted to know if there is any possibility of having a nickel allergy reaction from essure. She said she had 2 episodes and had to go to a hospital. She had really bad itches, swollen fingers and lips. They kept her on steroids. She never had these problems in her whole life. They also said she had pid which is not from any sexually transmitted disease. She wanted to know about the removal of essure. She said she knew a lot of women who get it removed due to lot of problems. She said it was frequently via hysterectomy. Consumer wanted to know if there was a significant change in menstrual cycle. She is 100% sure it was from essure. Her periods had been heavier and longer - 10-12 days. She used to be every 26 days. She had pms, mood changes, and pain that was really bad - lower back pain. She had been on hormonal birth control years previous to this report. She was not allowed to take it because it caused a benign tumor on the liver and she didn't want it to grow. She never had these problems before. She was hospitalized on (B)(6) 2016 and the other one was probably 3 weeks before that. Events were ongoing. She was still on steroids as treatment. Essure was not removed. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced 2 allergic episodes and had to go to a hospital. She had really bad itches, swollen fingers and lips. They kept her on steroids. In addition, she had pid (pelvic inflammatory disease), which was not from any sexually transmitted disease. These events are listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. Besides, essure device may become a vehicle for microbial transport in the upper genital tract during insertion. In this case, it was mentioned that it was not a sexual transmitted disease. Considering their nature and the absence of alternative explanation, causal relationship between these events and essure use cannot be excluded. Since she was hospitalized twice and steroids were prescribed (medical intervention was required), this case is regarded as incident. Technical analysis and further information have been requested.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("had pid/she has pelvic inflammatory disease"), pelvic pain ("pelvic pain"), hypersensitivity ("allergic episodes") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included parity 3, nausea, abdominal pain localised, stools watery, colitis, pulmonary hemorrhage, back muscle spasms, edema, cough, painful l arm, chest pain, dizzy, stiffness, lightheadedness, numbness, weakness and depression. She had really bad itches, swollen fingers and lips and never had these problems in her whole life. Her periods had been heavier and longer - 10-12 days. They used to be every 26 days. She had pms, mood changes, and pain that was really bad - lower back pain. She never had these problems before. Previously administered products included for birth control: oral contraceptive nos. Past adverse reactions to the above products included benign hepatic neoplasm with oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced menorrhagia ("her periods have been heavier and longer - 10-12 days"), mood altered ("mood changes"), vaginal haemorrhage ("vaginal bleeding for weeks at a time,"), rheumatoid arthritis ("rheumatoid arthritis") and cyst ("cysts") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria hospitalization and intervention required) with pruritus, peripheral swelling and lip swelling, genital haemorrhage (seriousness criterion medically significant), premenstrual syndrome ("pms"), back pain ("pain that is really bad - lower back pain"), menstrual disorder ("she also had a huge change in menstrual cycle ever since it was placed"), menstruation irregular ("hormonal changes describe: irregular bleeding;"), dysmenorrhoea ("painful menstruation"), autoimmune dermatitis ("autoimmune progesterone dermatitis"), migraine ("migraines"), headache ("headaches,"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was hospitalized on (B)(6) 2016. The patient was treated with corticosteroids and surgery (bilateral salpingectomy -laparotomy and laparotomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, hypersensitivity, menorrhagia, premenstrual syndrome, mood altered and menstrual disorder had not resolved, the pelvic pain, genital haemorrhage, menstruation irregular, dysmenorrhoea, vaginal haemorrhage, weight increased, rheumatoid arthritis, autoimmune dermatitis, migraine, headache, allergy to metals, fatigue, alopecia and cyst outcome was unknown and the back pain was resolving. The reporter considered allergy to metals, alopecia, autoimmune dermatitis, back pain, cyst, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood altered, pelvic inflammatory disease, pelvic pain, premenstrual syndrome, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, the cannulation was carried out on the right first with 3 trailing coils remaining following placement. The left cannulation was performed in the similar fashion with 3 coils again trailing. The patient tolerated the procedure well. She had really bad itches, swollen fingers and lips and never had these problems in her whole life. They also said she had pid which is not from any sexually transmitted disease. She said she knew a lot of women who get it removed due to lot of problems. Consumer wanted to know if there was a significant change in menstrual cycle. She is 100% sure it was from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Pathology test on (B)(6) 2016: the specimen is sectioned to reveal a 0.7 cm in length and 0.2 cm in diameter gray metal coil within the mucosa of the tube. Also within the container is a 10 cm in length and 0.1 cm in diameter linear gray metal wire and two gray metal coils measuring 1.5 cm in length and 0.2 cm in diameter and 2.2 cm in length and 0.2 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in medical record- nausea, pelvic pain in female, hypersensitivity, anxiety and depression. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received. New events added-pelvic pain, irregular bleeding, painful menstruation, cysts, weight gain, severe mood swings, acne, weight gain; vaginal bleeding for weeks at a time, abnormal bleeding (general)/ irregular bleeding, menorrhagia, hypersensitivity reaction, rheumatoid arthritis; autoimmune progesterone dermatitis (apd), migraines, headaches, nickel allergy, dysmenorrhea (cramping), pain, fatigue, hair loss and patient did not undergo an essure confirmation test. Lab test added. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic episodes") and pelvic inflammatory disease ("had pid/she has pelvic inflammatory disease") in a 29-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. She had really bad itches, swollen fingers and lips and never had these problems in her whole life. Her periods had been heavier and longer - 10-12 days. They used to be every 26 days. She had pms, mood changes, and pain that was really bad - lower back pain. She never had these problems before. Previously administered products included for birth control: oral contraceptive nos. Past adverse reactions to the above products included benign hepatic neoplasm with oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria hospitalization and intervention required) with pruritus, peripheral swelling and lip swelling, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("her periods have been heavier and longer - 10-12 days"), premenstrual syndrome ("pms"), mood altered ("mood changes"), back pain ("pain that is really bad - lower back pain") and menstrual disorder ("she also had a huge change in menstrual cycle ever since it was placed"). The patient was hospitalized on (B)(6) 2016. The patient was treated with corticosteroids, surgery (laparotomy with bilateral salpingectomy) and surgery (laparotomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the hypersensitivity, pelvic inflammatory disease, menorrhagia, premenstrual syndrome, mood altered, back pain and menstrual disorder had not resolved. The reporter considered back pain, hypersensitivity, menorrhagia, menstrual disorder, mood altered, pelvic inflammatory disease and premenstrual syndrome to be related to essure. The reporter commented: she wanted to know if there is any possibility of having a nickel allergy reaction from essure. She had really bad itches, swollen fingers and lips and never had these problems in her whole life. They also said she had pid which is not from any sexually transmitted disease. She wanted to know about the removal of essure. She said she knew a lot of women who get it removed due to lot of problems. Consumer wanted to know if there was a significant change in menstrual cycle. She is 100% sure it was from essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2018: implanted and removal date was added.removal details with surgery was updated.new reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.